Event description:
Technician alleged that the nurse call was not working correctly. When normal nurse call placed using the bedrail call, the master station response was not heard at the expected location.

Manufacturer narrative:
Technician found loose pins in the communication cable. Technician installed a cable saver to repair this bed.